Event description:
Boston scientific crm received information that the patient with this implantable right ventricular (rv) defibrillation lead had an infection. A procedure took place and the lead was explanted. To date, there have been no adverse patient effects reported. Additional information indicated that this right ventricular (rv) lead was never explanted for infection and the patient was only treated with antibiotics. The rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is available at this time. If additional information becomes available the event will be updated.